Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the down button is sticking and does not go down all the time. The customer stated that the button error had occurred for a couple of months. The customer stated that the pump had moisture fall on it and had dropped it a couple of times. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.